Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 61-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. The impella was inserted for ventricular support during an electrophysiology ablation (ep ablation) and post-high-risk percutaneous coronary intervention (pci). During the impella 5.5 insertion, the brachiocephalic artery was highly tortuous. A 0.35 stiff guidewire was substituted for the 0.18 guidewire, and access to the left ventricle was achieved. However, torque was not transmitted, and the tip was unable to be directed toward the apex. While the patient was in the intensive care unit (ICU), a thrombus was noted that was not seen before the impella insertion. The tip of the impella was pointing toward the posterior wall, causing blood stagnation at the apex, leading to thrombus formation. The left ventricular thrombus caused intestinal ischemia, leading to the decision to withdraw the catheter. The post-procedure outcome is unknown. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with both impella's mechanical support and percutaneous coronary intervention.

Manufacturer narrative:
A4: patient's height and weight are unknown. D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 and b2: updated reportability based on new information from the customer. D6b: updated explant date. H1: updated reportability. H6: updated code. H11: updated clinical rationale. Updated clinical rationale: an impella 5.5 device was inserted into the right subclavian artery in a 61-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. The impella was inserted for ventricular support post-high-risk percutaneous coronary intervention (pci). The following day, the patient had a ventricular tachycardia (vt) ablation performed. During the impella 5.5 insertion, the brachiocephalic artery was highly tortuous. A 0.35 stiff guidewire was substituted for the 0.18 guidewire, and access to the left ventricle was achieved. However, torque was not transmitted, and the tip was unable to be directed toward the apex. While the patient was in the intensive care unit (ICU), a thrombus was noted, that was not seen before the impella insertion. The tip of the impella was pointing toward the posterior wall, causing blood stagnation at the apex, leading to thrombus formation. The left ventricular thrombus caused intestinal ischemia, leading to the decision to withdraw the catheter. The patient's condition worsened due to intestinal necrosis, and the decision was made to withdraw care. The patient expired on support. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with both impella's mechanical support and percutaneous coronary intervention. Hemolysis and acute renal dysfunction are listed as potential adverse events and consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock.

Event description:
Clinician narrative updated: an impella cp was inserted via the femoral artery in a 61-year-old male who was transported as a stemi. The patient underwent pci without mechanical circulatory support, followed by ventricular tachycardia ablation the next day. Impella cp support was subsequently initiated to facilitate continued management and eligibility for ablation therapy. At the time of impella insertion, the patient was not reported to be in cardiogenic shock. Past medical history was not provided. During hospitalization, the patient required ventilatory support and was treated with inotropes and vasopressors. An intra-aortic balloon pump had been used prior to impella support. Pump: 1 reported on report number 1220648-2026-02280. While supported with the impella cp via femoral arterial access, the patient developed progressive lower limb ischemia. The decision was made to upgrade support to an impella 5.5. An impella 5.5 was subsequently inserted. During insertion, the brachiocephalic artery was described as highly tortuous. A 35 stiff guidewire was substituted for the 18 guidewire, and access to the left ventricle was achieved. It was reported that torque was not transmitted effectively, and the device tip was unable to be directed toward the left ventricular apex. The physician later reported that the tip of the impella 5.5 was positioned toward the posterior wall, resulting in blood stagnation at the apex. No left ventricular thrombus was present prior to 5.5 insertion; however, a left ventricular thrombus. The thrombus subsequently led to intestinal ischemia. The patient developed circulatory failure requiring dialysis following the progression of ischemia. Clinical status continued to deteriorate due to intestinal necrosis and multiorgan dysfunction. Care was ultimately withdrawn, and the patient expired. Thrombus, limb ischemia, renal failure and intestinal necrosis are recognized complications in critically ill patients requiring large-bore arterial access and mechanical circulatory support, particularly in the setting of vascular tortuosity, hemodynamic instability, vasopressor use, and systemic hypoperfusion. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
B5 was updated and h10 updated with the related report number.

Manufacturer narrative:
Thrombosis/renal failure/ischemia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the delivery issue was not determined due to insufficient clinical details.